Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2019 the following findings: during investigation, there were frequent low battery warnings observed. The pump electrical current draws were tested and were within specifications. There was corrosion in battery compartment and the battery compartment was found to be cracked. There was a leak at the battery compartment but when the pump was opened, there was no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.